Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an iliac vessel. An 18-4/5.8/75 xxl¿ esophageal balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres, balloon ruptured. The device was removed from the patient and the procedure was completed with another 18-4/5.8/75 xxl¿ esophageal balloon catheter. No patient complications were reported.